Manufacturer narrative:
Related manufacturer's report capturing recent gib: 2916596-2022-15863. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with a gastrointestinal bleed (gib) in the setting of a mildly elevated international normalized ratio (inr). Warfarin was held while the patient was monitored. Hemoglobin remained stable and the patient had no acute complaints. No colonoscopy was performed as the yield would have likely been low. Hematochezia ultimately resolved without intervention. Coumadin (warfarin) and the trial drug were resumed, and the patient was discharged home with a target inr goal of 2.0-2.5. It was noted that the patient had a recent colonoscopy on (B)(6) 2022 at an outside hospital that showed rectal ulceration and angiodysplasia status post argon plasma coagulation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.